Event description:
"Fragment of 6cm long-guide wire, presumably from peripherally inserted central catheter (PICC) found during radiologic exam in right side of heart between atrium and ventricle." Pt was 94 and asymptomatic so the guidewire was not removed.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of rexb0572 showed no other similar product complaint(s) from this lot number.